Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient that on (B)(6) 2015 the system "worked eratically for 24 hours with lots of ??? And data gaps". The foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).